Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump was received insulin flow blocked alarm and blank display. Customer¿s blood glucose level was 300 mg/dl. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that the damaged at the spring part of the battery compartment. Customer troubleshooting was performed. Customer stated that they were tried all remedies. Customer was advised to the insulin pump would need to be replaced and to retrieve and save insulin pump setting and to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify delivery alarm/occlusion alarm, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and keypad overlay texture damage.